Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose level at the time of incident was 26 mmol/l. Customer's current glucose value was 12.6 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the high pressure test was passed. Customer was using auto mode feature at the time of high blood glucose event. No product is expected to return for analysis.